Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The pump began charging after the wall adapter was left plugged into a working outlet for at least 30 consecutive minutes using the original charging supplies, and no further assistance was required.